Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: no information regarding explantation or an expected explantation date has been received. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a patient underwent an unspecified procedure with mentor smooth round high profile 380cc and experienced symptoms including pain, hair loss, memory loss, tendonitis in the shoulder and hand, muscle pain, pain after exercise, inflammation, sensitivity to cold, repeated urinary and vaginal infection, heart palpitation, tinnitus, lactose intolerance, a mass found right in the ultrasound (no further analysis), skip mood, depression, and insomnia. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This report is for the first of two devices.